Manufacturer narrative:
Concomitant medical products: 6948-65 lead, implanted: (B)(6) 2006; 5075-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead was noted to have noise. Reprogramming was performed to turn off the high voltage therapies. The lead remains in use. No patient complications have been reported as a result of this event.